Event description:
Infusion pump with a failure code 33 found during quality testing. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.